Manufacturer narrative:
The investigation for the event is ongoing. Note: the esubmitter software is checking the PMA/510k. Combination checkbox automatically and does not allow us to uncheck the box. This is not a combination product.

Event description:
Questionable high elecsys vitamin d total gen. 3 assay results on the cobas e411 disk. The event involved one patient sample. The patient's age was requested, but not provided. The patient's weight was requested, but not provided. The patient's gender was requested, but not provided. The patient's race was requested, but not provided. The patient's ethnicity was requested, but not provided.

Manufacturer narrative:
Update to remove the check for g4. Combination product.

Manufacturer narrative:
The investigation of the event could not identify a product problem. The cause of the event could not be determined.